Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 4 of 4. There was no disconnection of the patient or supply bag. The heater bag had solution and there were no leaks noted. The baxter technical service representative referred the home patient (hp) to the nurse. The hp elected to complete therapy with manual supplies. The sample was discarded. Proper procedures per the user manual were reviewed with the cg. Product surveillance spoke to the hp regarding the report of a system error 2240 alarm. The hp stated, the cause of the alarm was undetermined. Sample was discarded and lot number unknown. The hp notified his nurse of the alarm. No patient injury or medical intervention was reported. The hp is continuing therapy on the cycler with no further issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The root cause of the system error 2240 was undetermined.